Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se replaced the graphic user interface (gui) keyboard, which resolved the reported issue. The ventilator then passed all testing.

Event description:
It was reported that a ventilator keyboard had a key that was stuck. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.